Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed driveline fault alarms that appeared to be associated with the phase 3 hex value being out of specification. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between these findings and hmii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file (refer to attached) contains data from (B)(6) 2020 at 00:45:01 through 15:36:43. Driveline fault alarms were captured on multiple days of the log file, 13 total between (B)(6) 2020. These alarms appeared to be associated with the phase 3 hex value being out of specification. The pump speed did not drop below the low speed limit for the duration of the file. No additional atypical events were captured. Review of the patient¿s complaint history found that a distal end driveline replacement was previously performed by a technical services representative in august 2019. Abbott technical services communicated that the maximum length of external driveline was replaced. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on hmii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21nov2014. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7 of this document outlines all system controller alarms (including driveline fault alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous percutaneous lead repair was reported in MFR. Report # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 5 driveline fault alarms in the last month. Records show the maximum length of external driveline was replaced on 26aug2019; therefore, another driveline repair would not be possible. The submitted log file showed the same driveline phase continued to be the cause of the driveline faults as it did in the past. It appeared the driveline repair did not resolve the issue. The conductor causing the driveline faults event did not appear to be completely fractured. The options at this time were to continue to monitor for further driveline degrading or to exchange the pump. Noted the patient was at times sleeping on battery power which was not recommended. The remainder of the log file was unremarkable.